Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 444 mg/dl at the time of incident and the current blood glucose of the customer was 249 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The customer experienced symptoms such as positive results in ketones test, nausea and dizziness. Customer treated with bolus. The customer was still high or it did not change they can call us to troubleshoot or call their doctor to seek medical advises. The insulin pump will not be returned for analysis.